Event description:
Hosp. Personnel attended to a pt during open heart surgery. A countershock utilizing internal paddles was attempted, however, no energy was delivered to the pt. Pt was said to be on heart/lung machine at the time and was not in immediate danger. A second defibrillator was made available and used without consequence. Pt later expired reportedly from surgery related complications.